Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed one conforming clip and ejected the remaining. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9kl1f expiration date: 06/2015 manufacturing date: 07/2010 (B)(4).

Event description:
It was reported that during a lap chole procedure, the clips either did not sit correctly in the applier and fell out or when applied, closed with miss alignment of the clip. Unknown how case was completed. There were no adverse consequences for the patient.